Event description:
A device report received from (B)(6) indicated a hospital in (B)(6) reported: pt was implanted with pfna blade and nail on (B)(6)-2011 and was discharged from the hospital on (B)(6)-2011. During surgeon follow up visit on (B)(6)-2011 surgeon discovered that the blade could not be telescoped normally and presented a risk to cut out. The blade did penetrate the femoral head date unk. Surgeon removed the hardware and revised pt with artificial femoral joint.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.